Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. General reagent issues were excluded. The field service representative found a broken tube on the wash station. He replaced the broken rinse tube and performed checks. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample and questionable ldl results for 1 patient sample on a cobas 8000 c702 module. Sample 1: the initial creatinine result was 1.8 mg/dl, and the repeated results were 6.2 mg/dl and 5.8 mg/dl. Sample 2: the initial ldl result was 5 mg/dl, and the repeated result was 138 mg/dl.